Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR#2134265-2018-05099, 2134265-2018-05100, and 34265-2018-05101. It was reported that death occurred. The target lesions were a long lesion in a totally occluded right coronary artery (rca) and a second lesion in the left anterior descending artery (lad). An antegrade approach as taken with multiple devices and finally recrossing by retrograde with a non-bsc wire was successful. Following predilatation with 2 x 15 mm and 2.75 x 15 mm balloons, three synergy¿ stents were implanted in the rca; a 2.75 x 38 mm was placed distally , a 3 x 38 mm was placed proximal , and a 3.5 x 38 mm was placed ostial. A 3 x 32 mm synergy¿ stent was implanted in the lad. The result was noted to be good and the patient was stable. The patient developed bradycardia while on the table, however, and cardiopulmonary resuscitation was administered. The patient went into cardiac arrest and died.